Manufacturer narrative:
H3: product analysis ¿as found condition: the solitaire fr 6-30 stent device was returned for analysis without its introducer sheath, inside a sealed biohazard bag, and inside a shipping box. The reported rebar microcatheter was not returned with the solitaire stent device. Additionally, the size of the rebar microcatheter was not reported. Therefore, any microcatheter contribution, including compatibility, could not be determined. ¿damaged location details: the solitaire fr 6-30 stent working length struts were in good condition, while the non-working length struts were kinked. No irregularities were found outside the proximal marker. The marker coil was in good condition. The pusher wire was kinked at ~41.5cm from the distal tip. No other anomalies were found. ¿testing/analysis: due to its damaged condition, the returned solitaire fr 6-30 stent device could not be used for resistance testing. ¿conclusion: based on the reported information and device analysis, the customer¿s ¿resistance during delivery¿ report was confirmed, as the non-working length struts and pusher wire on the returned solitaire fr 6-30 stent device were kinked. The damage likely occurred when the customer attempted to advance the solitaire fr 6-30 stent device through the reported rebar microcatheter against resistance. Possible causes of resistance include vessel tortuosity, an incompatible/damaged microcatheter, failure to maintain the correct flush rate, rhv loosening during delivery, and a lack of continuous flush with saline/heparinized saline during delivery. In this event, the customer stated that there was no damage to the reported rebar microcatheter. A continuous saline flush was administered and maintained, which rules out a damaged microcatheter and a lack of continuous flush with saline/heparinized saline during delivery as possible causes. Therefore, vessel tortuosity, an incompatible microcatheter, failure to maintain the correct flush rate, and rhv loosening during delivery could have contributed to the resistance report. However, the cause of the resistance could not be d etermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the surgery was completed with a replacement solitaire stent. The cause of the stuck and kink was not determined. It was approximately the middle section of the catheter that got stuck. A continuous saline flush was administered and maintained as indicated in the IFU. There was no kink or damage on the catheter. The tip of the solitaire sheath was fixed at the hub of the microcatheter.

Event description:
Medtronic received a report that a solitaire fr was used for thrombectomy treatment in an acute ischemic stroke (ais) patient. After preparation according to the IFU, stuck occurred during delivery through the rebar microcatheter, and the stent could not be delivered to the intended position. Upon withdrawal, it was found that the proximal end of the stent at the pusher wire was kinked, making further delivery impossible. Therefore, the product was reported as damaged and returned. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of ischemic stroke. There was 1 pass with the solitaire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.